Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a return device is not possible to definitely confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. The patient did not experienced any symptoms as result of the safety mode response. It was recommended that this device be replaced. An explant procedure was scheduled; however, no further information of the procedure has been obtained. No additional adverse patient effects were reported.